Event description:
Caller reported a malfunction on pump, identified as malf 16, which persisted even after resetting. Blood glucose level was not adversely impacted. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.